Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance with decreased r waves, as well as a possible microfracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID 457445 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).